Event description:
During a t10-ilium posterior interbody fusion surgeon was implanting a construct. Surgeon was using the hook/screw holder and it broke off into the head of a screw. Surgeon was unable to retrieve the fragment and it remains implanted in the patient. Surgeon encountered other problems during the procedure: pliers breaking, screw and two nuts stripping, and two hook/screw holders bent. The procedure was completed, surgeon noted after he removed his gloves that synthes instrumentation gave him a blister on his hand.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The DHR was examined to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that (B)(4) was written for a cosmetic issue and was determined to be acceptable. This nonconformance would have no effect on this complaint.